Event description:
Results of "169 and 269 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Control solution has expired, therefore control solution test was not performed. The meter and test strips were replaced.